Manufacturer narrative:
The reported event of noise could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 3008452825-2021-00112. During a pulmonary vein isolation ablation procedure, there was a delay of one and a half hours to the procedure. Access was gained to the left atrium, and an ablation catheter was prepped without issue. Once the catheter was advanced to the left atrium, noise was seen. There were no issues with contact force data. The ampere cable to the tactisys was replaced, and the tactisys was reset, but the issue remained. The noise was only seen while the tactisys was powered on. The ensite system was restarted multiple times to resolve the issue, and a new case was started, but the noise persisted. A replacement catheter was opened and primed, and there was no noise observed when it was used. However, it could not be zeroed due to an error stating that the catheter was for single use only. Restarting the tactisys, the generator, and the ensite system did not resolve the issue. Going back to the original study also gave the same catheter for single use only message. A spare tactisys was connected to the catheter, but the same error occurred again. The first catheter was used with the replacement tactisys, and noise was observed again. A third tacticath was connected to the spar tactisys, and it connected and zeroed without issue. No noise was observed on the third catheter. The case continued with no adverse consequences to the patient. Troubleshooting took 1.5 hours total. The third tacticath, which was used to complete the procedure, was tested with the original tactisys and experienced no issues.